Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient reported hearing beep tones from the device. Replacement was recommended as there is a potential that therapy would no longer be available. The patient is currently in custody and has previously had their device checked at a clinic that does their own device checks, so the field representative stated they may not become aware of when or where the patient would have the device replaced.